Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/25/2011, 04/26/2011 and 05/05/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his focus range was about 24 to 50 inches. He stated, his lens works well, but he would like to see distance. The consumer reported, he wanted to be able to see the television without wearing glasses. He sits approx 100 inches from his television. The consumer reported that his left eye was supposed to be corrected for distance, but he sees well up close. Add'l info has been requested.